Event description:
Complainant alleged that while attempting to defibrillate a patient (age:70's & gender: male) the device failed to charge. The clinician replaced the device to attempt to continue to treat the patient. The complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device functioned correctly and as designed. Two clinical data logs from the reported event on (B)(6) 2025, were reviewed. All three ECG analyses correctly identified asystole rhythms as non-shockable. The presence of two logs was due to the device being power cycled by the operator during the event. The device passed all testing and provided prompts as expected. The device will be recertified and returned to the customer. No trend is associated with reports of this type.